Event description:
The sabo 2 sag saw was sent for service and during failure analysis, it was noted that the castle feature on the link had broken off on one of the fins and a metal fragment was stuck between the pin with the flange and retainer. There was no patient involvement and no adverse consequences associated with the device.